Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening and crease folds. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp crease on the posterior and stress marks. Based on the device analysis the final assessment was a sharp crease opening the on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported left side "severe breast pain" and "lump or thickening in or near the breast or in the underarm area¿ additionally, patient reported capsular contracture, baker grade IV. Healthcare professional also reported rupture. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/oct/2011, 28/oct/2013, and 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "pain, lump/nodule, capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, lump/nodule, capsular contracture, baker grade IV, and rupture.

Event description:
Patient reported left side "severe breast pain" and "lump or thickening in or near the breast or in the underarm area¿ additionally, patient reported capsular contracture, baker grade IV. Healthcare professional also reported rupture. Device has been explanted.